Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to recognize a battery pack) was confirmed. Upon investigation the charger/modem was unable to recognize and charge a battery pack, as well as resetting. Contamination was discovered on the battery pca. Additionally, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the u1003 and u104 failure could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a patient's charger and reported that it was unable to recognize a battery pack.